Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at nominal pressure. The procedure was completed with another of same device. No patient complications were reported.